Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, duodenovideoscope image was cloudy. The reported issue was uncovered during maintenance. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the light guide lens which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the imagen was cloudy and could not be corrected. Additionally, it was observed that the illumination was poor due to slipping-out of the light guide bundle. Upon further inspection, it was observed that there were foreign objects in the light guide lens due to mishandling of the scope. It was also observed that water tightness was lost due to damage on the channel tube. It was observed that the adhesive on the bending section cover was detached. It was observed that the connecting tube had buckling. It was also observed that the bending angle in the up and right direction exceeded the standard value due to deformation of the knob in all directions. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Also, the play knob in all directions was out of the standard value due to wear of the angle wire. It was also observed that the forceps could not be inserted smoothly due to damage on the channel tube. It was observed that the scope cover had a dent. Lastly, it was observed that the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to moisture invading inside of light guide (lg) lens from leakage point and corrosion occurred. Additionally, dirt may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual_ operation_ using endo-therapy accessories warning: if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories cause some parts to fall off and/or cause patient injury. ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.